Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity relate to cerebral palsy. The pt experienced a lack of drug effect and on 6/16/2000 the pt underwent explantation of the pump and catheter. The pump and catheter were returned to the MFR for analysis. The pt underwent implantation of another synchromed pump and catheter on the same day.